Event description:
It was reported that the nurse had patient on therapy in an arctic sun device but dropped below targeted temperature (tt). Sn# (B)(6). Patient temperature (pt) was 35.2c, targeted temperature (tt) was 36c, water temperature (wt) was 34c, flow rate (fr) was 2.8l/m. Patient reached targeted temperature (tt) around 05:00, but just in the past couple hours dropped below it. Confirmed no alarms/alerts. Nurse stated patient was shivering, but they have handled per facility protocol. Patient did have on medium pads but was 93kg. Informed rn patient would need size large pads (73-100kg) for proper pad coverage. Water temperature (wt) was now increased to 35c and patient temperature (pt) was increased to 35.3c. Trend indicator was in the middle. Informed inquirer it seems like the device picked up on heat generation and dropped water temperature (wt). Now that patient was below targeted temperature (tt) was trying to heat the patient back up to targeted temperature (tt). The device seems to be functioning appropriately and getting patient back to targeted temperature (tt). Suggested to call back with any questions/changes. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient on therapy in an arctic sun device, but dropped below targeted temperature (tt). Sn# (B)(6). Patient temperature (pt) was 35.2c, targeted temperature (tt) was 36c, water temperature (wt) was 34c, flow rate (fr) was 2.8l/m. Patient reached targeted temperature (tt) around 05:00, but just in the past couple hours dropped below it. Confirmed no alarms/alerts. Nurse stated patient was shivering, but they have handled per facility protocol. Patient did have on medium pads but was 93kg. Informed rn patient would need size large pads (73-100kg) for proper pad coverage. Water temperature (wt) was now increased to 35c and patient temperature (pt) was increased to 35.3c. Trend indicator was in the middle. Informed inquirer it seems like the device picked up on heat generation and dropped water temperature (wt). Now that patient was below targeted temperature (tt) was trying to heat the patient back up to targeted temperature (tt). The device seems to be functioning appropriately and getting patient back to targeted temperature (tt). Suggested to call back with any questions/changes. No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Patient temperature (pt) was 35.2c, targeted temperature (tt) was 36c, water temperature (wt) was 34c, flow rate (fr) was 2.8l/m. Patient reached targeted temperature (tt) around 05:00, but just in the past couple hours dropped below it. Confirmed no alarms/alerts. Nurse stated patient was shivering, but they have handled per facility protocol. Patient did have on medium pads but was 93kg. Informed rn patient would need size large pads (73-100kg) for proper pad coverage. Water temperature (wt) was now increased to 35c and patient temperature (pt) was increased to 35.3c. Trend indicator was in the middle. Informed inquirer it seems like the device picked up on heat generation and dropped water temperature (wt). Now that patient was below targeted temperature (tt) was trying to heat the patient back up to targeted temperature (tt). The device seems to be functioning appropriately and getting patient back to targeted temperature (tt). Suggested to call back with any questions/changes. No medical intervention was reported. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient on therapy in an arctic sun device but dropped below targeted temperature (tt). Sn#: (B)(6). Patient temperature (pt) was 35.2c, targeted temperature (tt) was 36c, water temperature (wt) was 34c, flow rate (fr) was 2.8l/m. Patient reached targeted temperature (tt) around 05:00, but just in the past couple hours dropped below it. Confirmed no alarms/alerts. Nurse stated patient was shivering, but they have handled per facility protocol. Patient did have on medium pads but was 93kg. Informed rn patient would need size large pads (73-100kg) for proper pad coverage. Water temperature (wt) was now increased to 35c and patient temperature (pt) was increased to 35.3c. Trend indicator was in the middle. Informed inquirer it seems like the device picked up on heat generation and dropped water temperature (wt). Now that patient was below targeted temperature (tt) was trying to heat the patient back up to targeted temperature (tt). The device seems to be functioning appropriately and getting patient back to targeted temperature (tt). Suggested to call back with any questions/changes. No medical intervention was reported.